Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was moved to the other side of the pt's body due to allergic reaction (reference MFR report # 3004209178200901310) and the pt had the same reaction. The pt had irritation and pruritus around the pump pocket. An allergy test was performed, but the results were inconclusive. The pump and catheter were removed due to a suspicion of allergic reaction. The pt recovered without sequela. The pump contained a mixture of morphine, clonidine, bupivacaine, and baclofen at the time of the event.